Manufacturer narrative:
Product analysis: analysis confirmed that the software could not be updated. It was also found that the programmer's stylus was inoperative. Additionally, the hard drive health (hdh) was less than 100%. The lower display hinges were worn. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete software update. The programmer has been returned for service. There was no patient involvement.